Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected. The customer realized this error was made and quickly disconnected the infusion set tubing from the infusion set site. The customer's blood glucose level was 212mg/dl. Tandem technical support guided the customer through completing the load sequence and advised the customer to contact their healthcare provider in regards to the 1-2 units of insulin that was unintentionally delivered.